Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that calling on behalf of her husband who had a PICC line placed yesterday at the hospital. They are currently at home and she is not sure if his IV machine is still working. It was beeping through the night and she thinks she might have accidently cut it off. Response: recommended contacting his doctor or home health nurse so they can assess his IV machine to make sure it is working correctly. Additional information received on 16 november 2023: PICC line removed and patient is being placed on hospice. No additional information available.